Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure alert. There was no patient involvement.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the compressor, muffler and safety disc, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.